Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient death occurred during a procedure where this device was used. The issue involved bleeding, but specific details such as the cause of death are unknown. The facility doesn't believe that the product had a malfunction. The event has not been identified as being due to the device.